Event description:
It was reported to philips that the system did not bootup properly and failed to display images. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and found that the system was not starting up properly and failed to display images. Rse rebooted the system; still the issue persists. Review of the system log file showed that the video switch has connection failure. Upon troubleshooting, field service engineer (fse) went onsite and found that the video matrix switch wasn¿t functional. To resolve this issue, fse replaced dvi matrix switch. The failed dvi matrix switch was returned to philips for analysis and found that there was failure in button, joystick, handle and switch were not working and the matrix was not powering on. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.